Event description:
Rptr stated that caller from facility reported that after recycling the power on the unit, the lcds on station 2 did not display correctly. During the self test, the lcds showed only 3s instead of 1s, 2s, 3s etc. Following the self test, all the lcds displayed zeroes, except for station 2, where the specific gravity and volume lcds read all 8s. User was advised not to use the unit, which will be sent to product svcs for eval. No pt involvement.